Manufacturer narrative:
Internal complaint reference (B)(4). Article: aga, c., trøan, I., heir, s., risberg, m. A., rana, t., johansen, s., ... & engebretsen, l. (2025). No difference in osteoarthritis, but less graft failures after 5 years, comparing anatomic double-bundle to anatomic single-bundle acl reconstruction. Knee surgery, sports traumatology, arthroscopy, 33(8), 2781-2792. H11. H3, h6: this complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required

Event description:
It was reported that on literature review "no difference in osteoarthritis, but less graft failures after 5 years, comparing anatomic double-bundle to anatomic single-bundle acl reconstruction" patients were included in the study between 1 jan 2010 to 18 june 2015, 10 patients had a graft failure after a anatomic acl reconstruction procedure using a endobutton cl and biosure pk devices. Patients required revision surgeries. Patients outcome is unknown. No further information is available.